Event description:
It was reported that the device was showing the alarm "air in line". No patient injury was reported.

Manufacturer narrative:
Evaluation of the returned sample showed that there was inoperable air detector flex sensor. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.